Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified brachial vein. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. The balloon was first inflated at 8 atmospheres (atm) for 10 seconds, however, on the second inflation at 13 atm for 20 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified brachial vein. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. The balloon was first inflated at 8 atmospheres (atm) for 10 seconds, however, on the second inflation at 13 atm for 20 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR.: a mustang 7 x 4,75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 43mm in length and extended from a position 3mm distal of the proximal markerband to 7mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.